Event description:
It is reported that the device was implanted in 2002 and revised in 2009. Patient complained of pain and upon removal of the device it was noted that the spine of the articular surface was broken.

Manufacturer narrative:
Evaluation summary: as returned, the articular surface exhibited fracture damage at the base of the spine and some backside wear. Sem analysis on the fractured surface shows striated features indicating the fracture was a result of fatigue. The breakage appears to have propagated from the posterior side to the anterior side. It is possible that the spine fractured due to abnormal anterior-posterior articulation and medial-lateral rotation. However, a definitive cause can not be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.